Manufacturer narrative:
Upon follow up, it was reported the peritonitis event occurred one day prior to the date previously reported. The patient did not break the aseptic technique. Five days after the initiation of the magnova and vancomycin treatment, the therapy was discontinued. On the same day, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment with injection (inj) magnova (1gram, in first bag and 500mg in each bag thereafter, intraperitoneally (ip)) and inj vancomycin (1gram, every 5th day, ip) for peritonitis. The patient hospitalization and treatment with magnova and vancomycin was ongoing at the time of report. The patient had not yet recovered and pd therapy was ongoing. No additional information is available.